Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient is not happy with his vision, seeing 20/40 and unable to see to read. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).